Event description:
During an atrial fibrillation procedure, after catheter insertion, continuous air aspiration was observed during air aspiration. The sheath was replaced and the procedure was completed with no adverse health consequences to the patient.